Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine check-up, loss of capture was observed on the right ventricular lead. Upon device integration, inappropriate auto mode switch episodes with high ventricular output were observed. The right ventricular lead was previously repositioned on (B)(6) 2018 due to high capture thresholds, and it was functioning properly since then. Device was reprogrammed and no further intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient was admitted to the hospital on (B)(6) 2020 for syncope. The physician decided to explant and replace the pulse generator and right ventricular lead. The patient was in stable condition following the procedure.

Manufacturer narrative:
Correction: - date of event should have been (B)(6) 2018 rather than (B)(6) 2019. Additional information: section - date received by manufacturer is october 30, 2018.

Event description:
New information received notes that the patient presented in hospital on (B)(6), 2018 experiencing an episode of dizziness. During device programming, it was revealed that the right ventricular lead exhibited high capture thresholds. The lead was repositioned on october 31, 2018 and the issue was resolved. No further information is available.